Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument was inspected and found with a damage on the conductor wire. The surgeon stopped using the instrument. The planned procedure was continued. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) was analyzed and found to have grip cable that was dislodged around the clamping pulley at the back end. A visual inspection conducted displayed that there were no signs of damage to the grip cable and the segment of the cable that contains the crimp was still intact. The complaint was confirmed by failure analysis.